Event description:
It was reported that patient underwent a replacement for his artificial urinary sphincter (aus) due to fluid loss at undetermined site. A new aus was implanted. No information about the patient outcome is available at the moment. Additional information was requested. Additional information was received. Patient experienced incontinence. No adverse patient effects.